Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and corrected aware date. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed two separations in the exhaust tube of cylinder 2; one near the tube/strain relief junction, the other on the tubing. Testing revealed both to be sites of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. A separation was noted on the exhaust tube of cylinder 2. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have uniform striation, indicating contact with sharp instrumentation. Abrasion was noted on all pump tubes, exhaust tube of cylinder 2 and inlet tube of the reservoir. No functional abnormalities were noted with the pump or reservoir. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the exhaust tube of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. Based on examination of the returned product, it was concluded that while in-vivo the pump tubes had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress on the exhaust tube of cylinder 1. Separations of these types could then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted.

Event description:
According to the available information, a loss of fluid was reported. During surgery, the physician noted a break in tubing to corpora. The device was explanted and was replaced. The device was damaged to facilitate explant (the tubing was cut to help explant).